Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous, (B)(6) stenosed, (B)(6) in the obtuse marginal artery. During the procedure, an unspecified wire caused a perforation in the vessel. A 2.80x16mm graftmaster rx stent system was advanced but failed to reach to the perforation, resulting in flared stent struts and the stent shifting on the balloon. Additionally, the proximal shaft (hypotube) became kinked. The device was removed without issue, and an unspecified balloon was used to achieve hemostasis. A xience stent was then advanced and implanted to successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.